Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to moisture damage on keypad traces. No battery out limit alarm or unexpected vibrate noted. The insulin pump had moisture damage on electronic assembly and on motor. The insulin pump had cracked case at display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage, and battery out limit. The customer's blood glucose reading was 99 mg/dl at the time of the call. The customer stated there is water under the lcd screen. After water exposure, the insulin pump vibrates without an alarm or alert. The pump was dropped but no cracks were noted. The battery out limit occurred while changing the battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.